Event description:
A distractor was implanted in a three week old baby. It broke a few days after. An unk external force/event may have contributed to the breakage of the device. The broken distractor was replaced with the same device on the next day. The pt's health was not compromised.